Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophagogastroduodenoscopy procedure on (B)(6), 2010. According to the complainant, the patient had an eleven centimeter malignant stricture at the lower esophageal sphincter, due to cancer. The patient's anatomy was not tortuous, nor dilated prior to stent placement. During the procedure, as the stent was seventy five percent deployed, an attempt was made to repositioned the stent; however the handle detached. As a result of the handle break the stent could not be fully deployed. The partially deployed stent was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice during dwell 3 of 3. The home patient (hp) reported she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp had turned off the hc and disconnected and went back to bed. The technical service representative (tsr) explained the alarm and assisted the hp with turning the hc back on and remove the cassette. The hp reported would drain with a manual bag. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.